Event description:
It was reported to philips that the device would experience intermittent power failures. It was noted by the customer that they replaced a drained battery from battery slot b with a known working battery but the issue remained. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.